Manufacturer narrative:
Upon receipt, a non-sjm/abbott lead segment was still attached to the right ventricular (rv) df-1 port of the device. The rv set screw was found to be stripped and could not be loosened using a torque driver. It is not determined how the set screw became stripped.

Manufacturer narrative:
(B)(4).

Event description:
The rv lead setscrew would not unscrew from the header during ICD replacement. The lead was cut and the case abandoned. The following day the lead was explanted and a new system was implanted. The patient is stable.